Event description:
It was reported that 3 bd alaris¿ pump module smartsite¿ low sorbing infusion sets experienced leakage. The following information was provided by the initial reporter: leaking from side port closest to patient when priming with saline. No harm reached patient. Obtained another set.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 24-oct-2022 investigation summary eighteen 10010454-0006 samples from lot 22055938 were received sixteen samples were received in sealed packaging and two samples were received without packaging and with residual fluid present in the device. The two samples received without packaging were each connected to an unknown bag access device and a 500ml 0.9% nacl baxter infusion bag. The feedback provided by the customer indicates leakage was detected from the smartsite device. A visual inspection of all eighteen samples revealed five devices to be oval in shape; two of the five oval smartsites were from the two samples received without packaging. Functional testing was performed on the two samples received without packaging by connecting the sets to an infusion bag and performing a short gravity infusion, in each instance leakage was detected from the oval smartsite. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22055938 did not identify any in-process testing failures or quality deviations which may have resulted in a fault of this nature. Please note, the cause of oval smartsites is exposure of the smartsite to an external heat source that brings the component temperature above 60°c. The piston head of the smartsite is oval-shaped therefore when the round female luer adaptor (fla) component is placed over it, the piston opening is squeezed shut in order to create a seal. Under excessive heat conditions, the fla material can soften, and as the piston pushes back on the inside, it can reshape the fla to conform to the original oval-shape of the piston head. A review of the manufacturing process, bd storage conditions, and sterilization process has not found a potential root cause for this level of excess heat. It is possible that there is a local environmental factor that has caused the product to reach the elevated temperature required to cause this issue (e.g. During storage or transit); and, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd alaris¿ pump module smartsite¿ low sorbing infusion sets experienced leakage. The following information was provided by the initial reporter: leaking from side port closest to patient when priming with saline. No harm reached patient. Obtained another set.